Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone13.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod site on their arm became infected where the cannula inserts. The patient sought medical attention in (B)(6) 2026 but could not recall the exact date. The patient¿s arm was reportedly red, swollen, painful, and hot to the touch. The patient went to their doctor to receive antibiotics and then it progressed to going to the hospital for intravenous antibiotics, and a magnetic resonance imaging (MRI). The patient spent 4 days in the hospital. The patient was discharged on (B)(6) 2026. The patient placed a new pod and treatment was resumed.